Manufacturer narrative:
No sample was available to be returned for additional testing, and no raw data were available to analyze. The investigation noted that the results from the hiv pp1 testing indicate low viral concentrations. When concentrations are below the 95% level of detection (lod), it is possible for some aliquots from the same sample to be detected while other aliquots are not detected. It is especially pronounced when the sample is diluted in a pool of 6. It is already low in titer and diluted to an even lower titer, which may be beyond the lod of the assay. The investigation determined that the issue was consistent with the donor's having an hiv viral load near the detection threshold limit of the assay, a dilution effect due to pooling samples, and the statistical probability (for pooled samples) that a low-positive sample could have gone undetected if the viral concentration was at the borderline. The issue was also consistent with sample handling issues. The investigation did not identify a specific cause of the event. The investigation did not identify a product problem.

Manufacturer narrative:
Cobas taqman serial number (B)(6). The investigation is ongoing.

Event description:
A customer alleged false negative hiv results when using the cobas taqscreen mpx test v2. One blood donor was reportedly tested using the cobas taqscreen mpx test v2 as a pp6 pooling option and the total result generated was negative. On (B)(6) 2024, the donor's blood (rbc (red blood cell) suspension) from that donor was collected and stored. The blood from the donor was reportedly transfused to a recipient. Allegedly, the donor was retested a few months later in a different blood center using mpx for hiv as a pp1 pooling option and the result generated for hiv was positive. It is unknown if the test used was taqscreen. It was reported that the recipient was later tested for hiv and the result showed positive for hiv. The method used was not provided. It was alleged that the recipient was infected during the blood transfusion. The initial donor sample from september was not available.